Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the internal screw of the glenoid reamer broke off into the cannulated straight driver.

Manufacturer narrative:
Expiration date: n/a, device is not sold sterile. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product: cannulated straight driver, catalog#:00430707400, lot#: 62836794. Complaint sample was evaluated and the reported event was confirmed. Reamer and cannulated straight driver are returned for evaluation. Dimensions taken are within specifications. The reamer locking screw is fractured and the fractured piece remains inside the driver. The glenoid straight spoke reamer is fractured and the fragment was not returned. Cannulated straight driver does not show any signs of excessive use. The glenoid reamer locking screw was analyzed by sem, and it was revealed that the screw was fractured due to bending overload. Fracture surface exhibited cleavage facets, which is an indicative of brittle overload mode of fracture. Suspected crack initiation site and suspected crack flow pattern was identified. It was observed that the crack initiation edge of the screw was damaged. Eds semi-quantitative elemental analysis of the locking screw showed that it was consistent with material specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Review of the receiving inspection report indicates the devices were manufactured to specifications. This instrument is manufactured on september 17th 2012 and had a potential field age of approximately three years. This device used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.